Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states the patient reported that three infusion sets fell off events during use on 10-june-2024. The infusion set was in use for less than 24 hours. Blood glucose level was 200 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.